Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 295 mg/dl. Customer dosed 10 additional units of insulin and went to bed. Pt woke up the next morning and could not move and fell onto the floor. Their friend called 911. Whent the emts arrived, they checked their glucose on their equipment and the reading was 32 mg/dl. Customer was treated with oral glucose and a glucose IV. Then taken to the hosp. Level one control was run and out of range on the system. The device was replaced and requested to be returned for evaluation.